Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion, excessive no delivery test due prime fill anomaly. No a33 alarm noted during our testing. The insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was unable to exit the preparing to prime loop. Customer's blood glucose was unknown. Customer mentioned the device alarmed compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.